Manufacturer narrative:
Additional information sections: h2, h6, h10. An event of dyspnea and replacement of the valve being recommended was reported. A more comprehensive assessment could not be performed as the device remains implanted was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 23mm trifecta valve was implanted. On (B)(6) 2020, the patient presented to clinic with dyspnea and was referred to the hospital for cardiology consult. A valve in valve procedure was recommended and the patient is awaiting the procedure. The patient was reported to be in stable condition. Additional information has been requested.